Event description:
The manufacturer received information alleging an issue upon powering on a trilogy device. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device was found to power on but was alarming for a "service required" alarm condition related to the internal battery was observed. The device's internal battery needs to be replaced to address the issue. No repairs were performed. The device was scrapped.